Event description:
A follow up call was made and the mother reported that the customer had a hypoglycemic seizure; the paramedics were called. The blood glucose reading at time of her admission was 54mg/dl. The mother stated that she had bolused to cover breakfast, but did not give breakfast in time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.